Event description:
2 year-old male with medical history of ventricular septal defect. Taussing-bing transposition. Subaortic stenosis atrial septal defect and s/p pulmonary stenosis banding s/p right ventricular outflow tract reconstruction using 16 mm alt. Aortic homograft on 4/5/96 required explant on 2/10/97 due to regurgitation and calcification. A 17 mm non-co's homograft was used for replacement. Site relates calcification and regurgitation to homograft.